Event description:
It was reported that during a coronary drug eluting stenting procedure, following deployment of the taxus express2 drug eluting stent, the vessel went into spasm. The lesion in the mid-right coronary artery was predilated. The taxus express2 3.0 x 20 mm drug eluting stent was then deployed in the rca and the vessel went into spasm. The physician administered the "relevant drugs". He then predilated the second lesion in the second obtuse marginal branch. The physician then deployed the taxus express2 3.0 x 24 mm drug eluting stent in the obtuse marginal and the artery again went into spasm. Surgeons observed "total no flow". Reopro had been given earlier and was readministered after the 2nd vessel went into spasm. The patient expired after 8 hours because of severe intracranial bleeding. The doctors are attributing the adverse event to taxus. No additional information is available.